Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and the electrode was severed along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted.

Manufacturer narrative:
The recipient's medical issue reportedly resolved.

Event description:
The recipient reportedly had an infection that caused the incision site to open. On (B)(6) 2019, the surgeon closed the skin with sutures, however, the incision site re-opened. On (B)(6) 2019, the surgeon removed the device to clean the area then reinserted the device. The recipient was placed on vancomycin. The recipient's wound re-opened. Revision surgery is scheduled.